Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin compartment is broken on the insulin pump and the reservoir cannot fit in the compartment. Customer's blood glucose was 166 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was broken reservoir tube lip and missing the black o ring seal from inside reservoir tube however, the reservoir was inserted inside the insulin pump reservoir tube and the reservoir does stay locked in place properly. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked battery tube threads and missing the end cap sticker.